Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump does not run. Needs too much time to start after filling. First drops came after 1-2 hours.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(4) for investigation. A follow up report will be provided after the inspection results become available. Importer ref # (B)(4).